Event description:
Incident date: (B)(6)2009. "Lea king gas - customer also noted that they 'are finding the packaging of the hassan has not been opening cleanly' (i.e. - they are finding that the plastic component is ripping not just along the top where the adhesive is). This causes concern for her regarding the fact that they have some new staff that may not ress up to contaminating the product when this happens."